Event description:
It was reported that the site was questioning the accuracy of the cardiomems pressure due to pulmonary arterial diastolic (pad) being high but the patient showing no signs/symptoms. Technical heart failure specialist (thfs) reviewed the data and reported that no sensor inaccuracy is suspected. The patient also had ongoing left ventricular assist device (lvad) therapy. The high pad was recorded at times when the patient was possibly tachycardic.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported increase in pulmonary arterial diastolic (pad) pressure and arrythmia could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.